Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and hypotension are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure and a perforation occurred in the proximal left anterior descending (lad) artery. The 2.8 x 16 mm graftmaster stent was implanted to treat the perforation, and the perforation was sealed. Post procedure, in the recovery room, the patient had complaints of chest pain. Bradycardia and hypotension were noted, as well as acute st elevation. The patient returned to the catheterization lab and angiography noted acute stent thrombosis. Revascularization was performed. The patient was discharged in stable condition. No additional information was provided.